Event description:
PICC was cut into a midline 18cm. One lumen would not work, so the catheter was removed. Discovered a stylet wire in one of the lumens, 20 cm. Stylet wire tip was intact.

Manufacturer narrative:
A lot history review (lhr) of reyc1532 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.